Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified for the malfunction 4, and battery issue. In addition, the failure investigation has been completed for the wake button issue; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge jumped from 40% to 5%. In addition, a malfunction alarm occurred, and the wake button had stopped functioning. There was no reported adverse impact to the customer¿s blood glucose due to the reported issues. Reportedly the customer had manual injections as alternate insulin therapy.